Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received for evaluation. Visual inspection under magnification indicates some striations on the outer section of the inner blade and some small nicks in the cutting surfaces on it. Also, striations were observed on the inner surface of the outer blade. These striations are also an indication of an excessive lateral force being applied to the blade during this would cause the shedding that was reported. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device lot number m1710003, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The expiration date is unknown.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via complaint submission tool that during a shoulder repair the full radius 4.0 mm 5pk was shedding metal. Surgery was prolonged for about 5 minutes. No patient consequence was reported. No additional information provided.